Manufacturer narrative:
(B)(4). This device is not approved for sale in the united states; however, a like device, part number 9392507, 510k number k094025, is approved for sale in the united states. The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the reported event.

Event description:
It was reported that a small piece of the peek cage was broken off during insertion at l5-s1. The fragment was received and the cage was left implanted. There were no patient complications.